Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging elevated blood glucose levels with moderate ketones related to loss of prime warnings occurring on the current cartridge. The reporter indicated that the cartridge had not been changed since the onset of the issue. This report is made based on the allegation of hyperglycemia related to loss of prime warnings.

Manufacturer narrative:
Follow-up #1: date of submission 06/17/2014. Device evaluation: the cartridge has not been returned to animas; a retained sample from the reported lot # was pulled and evaluated by product analysis on 06/11/2014 with the following findings:a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, force test, and fill test were performed with no failures observed. No defects were found related to the reported loss of prime issue. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.